Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the morning of the call his insulin pump inappropriately suspended due to a sensor glucose of 54 mg/dl and a blood glucose of 182 mg/dl. The customer was advised on the proper insertion technique and optimal calibration practices. No products were shipped or returned.